Event description:
Material #: 301029 batch#: 2188462 ,2217608 it was reported that the bd syringe 10ml ll bns luer was cracked/damaged/deformed. The following information was provided by the initial reporter: it was reported by customer that lot 2188462: 2 pieces were found damaged on the luer area, and 1 piece with outsubstance (blue dot) -lot 2217608: 1 piece was found melted (damaged), 1 piece with scratch (damaged), 1 piece with broken thumb rest (plunger) and 1 piece with the cc line not clear (printed lines). Verbatim: rcc received a complaint via email. Email(s) attached. Lot 2188462: 2 pieces were found damaged on the luer area, and 1 piece with outsubstance (blue dot) -lot 2217608: 1 piece was found melted (damaged), 1 piece with scratch (damaged), 1 piece with broken thumb rest (plunger) and 1 piece with the cc line not clear (printed lines).

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Seven samples of 10ml luer-lok syringes were received by bd. A quality engineer was able to examine the samples regarding item 301029. All samples were received loose in six individual bags. Four were labeled from batch 2217608 and two from batch 2188462. Batch 2188462 consisted of two syringes with damage to the barrel tip and one syringe with an unknown blue dot embedded in the barrel plastic. The four samples from batch 2217608 consisted of one syringe with major damage to the barrel and plunger rod rendering it unusable, one syringe with the thumb-grip broken, one syringe with a scuff to the barrel in the non-scale marking area, and one syringe with the scale markings partially worn away. The conditions observed are non-conforming per product specification. The production database, and mechanical and electrical records were reviewed along with the device history records for this investigation. All inspections and challenges were completed consistent with the control plan. No issues were identified consistent with the reported defect condition. Two molding engineers were consulted as part of this investigation and confirmed the unknown blue foreign matter to be embedded within the plastic. This type of defect is cosmetic and does not pose risk to the customer. A notification for the print defect was written during the production of batch 2217608. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. Potential root cause for the embedded foreign matter defect is associated with the molding process. Potential root cause for the scale markings missing, and barrel and plunger rod damaged defects are associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. The reported defects for batch 2217608 were manufactured in the holdrege plant which no longer manufactures this product. Therefore, no corrective actions are required from the canaan manufacturing plant. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.